Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check by customer that cardiosave intra aortic balloon pump (iabp) screen was frozen. There was no patient involved.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the display issue was repaired by installing a new video generator board kit. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing (fat) department received the edm top display pcba and the spv video generator with a reported issue of the screen freezing. A thorough visual inspection of all received components was performed, and no physical damage or abnormalities were observed. The fat department installed the edm top display pcba and spv video generator into the cardiosave test fixture and evaluated them according to factory specifications and the cardiosave service manual. Functional testing was conducted continuously for three hours, during which no anomalies were detected. The display also successfully passed all display tests and met the required acceptance criteria. The reported failure could not be reproduced during testing.

Event description:
N/a.